Event description:
It was reported that a patient was actively dying. Tachycardia therapies were disabled on the implantable cardioverter defibrillator by placing a magnet over the device. After the patient died, device interrogation revealed that the patient was still receiving shocks for ventricular fibrillation.